Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found a contaminated measuring area and the dilution bath was heavily contaminated. He cleaned and rinsed the sipper flow path and performed precision testing that was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable ise results from the cobas 8000 cobas ise module. The initial sodium result was 125 mmol/l. The repeat result was 132 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer replaced various valves and tubing and replaced the ise assembly. Tests were performed to confirm the instrument was functioning correctly. The investigation determined the service actions resolved the issue. The specific cause of the event could not be determined.